Manufacturer narrative:
Patient identifier: (B)(6). Patient information: no further patient information was provided by the customer. The field service representative (fsr) performed a site visit, inspected the instrument, and observed bubbles in the ict aspiration tubing. The fsr replaced the ict pinch tubing to resolve the issue and no result issues have been reported since the tubing was replaced. The tubing, ict pinch valve was determined to be the likely cause for the issue. A review of the analyzer service history revealed no additional service tickets associated with discrepant/erratic results, nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of tracking and trending for the tubing, ict pinch valve did not identify any trends. A review of the clinical chemistry systems tracking and trending did not identify any trends for the discrepant result described in the complaint issue. Based on the investigation no systemic issue or deficiency of the architect c16000 processing module or the tubing, ict pinch valve was identified.

Event description:
The customer observed falsely elevated potassium results generated on the architect c16000 processing module. The following data was provided: (B)(6) initial result = 8.2 mmol/l, repeat = 4.0 mmol/l; (B)(6) initial result = 8.2 mmol/l, repeat = 4.0 mmol/l; (B)(6) initial result = 6.7 mmol/l, repeat = 4.7 mmol/l. No impact to patient management was reported.